Event description:
Info received indicated the brakes would not hold when set.

Manufacturer narrative:
The hill-rom tech found the brake/steer torque weldment bar was stripped. The hill-rom tech replaced the brake steer torque weldment tube to resolve the issue.